Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate restorative material played in this reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for root canal treatment.

Event description:
On january 27, 2017, a dentist reported the case of a female patient in her late 50's who required root canal treatment on tooth #18. This tooth received a lava ultimate crown on (B)(6) 2013, to replace an existing amalgam with decay beneath it. On (B)(6) 2014, the patient reported experiencing discomfort and root canal treatment with core build up was performed at this time. Subsequent to the root canal therapy, the lava ultimate crown has been replaced with a non-3m crown